Event description:
A surgeon reported several patients who recently had lasik surgery, presented post-operatively with induced cylinder. A review of the patient data provided indicated this patient exhibited 1.00 diopter of induced astigmatism in the right eye at the one-month post-operative exam. In addition, both eyes showed a decrease of 2 lines bcva. During the early post-operative period, the patient reported vertical clouding in the right eye and tearing in the left eye. At 2-months post-op, the patient reported floaters in the left eye. Floaters in the right eye were resolving.

Manufacturer narrative:
The investigation has not been completed at this time. No conclusion can be made.